Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the left ventricular lead exhibited high lead impedance. The pulse generator was reinterrogated and impedance returned to a measurement in range. The patient would be monitored.